Event description:
Home care services (hcsr) contacted corporate product surveillance to state that a home patient (hp) briefly mentioned that he had to 'swap the cassette' on the home choice machine while ordering supplies. Hcsr inquired about the reported problem and hp said he really didn't want to call it in or make a big deal out of it. He said he swapped the cassette and resumed with therapy. Hp did not provide any additional information regarding the reported problem including sample or lot number. No injury or medical intervention was reported. No additional information was available.

Manufacturer narrative:
(B)(4). A labeling review was performed and the instructions are accurate and provide sufficient level of detail on preventing the use error - reuse of single-use product issue. This review finds the labeling adequate for the related use error(s) in the complaint. Complaint is confirmed because it was reported patient swapped the cassette only while ordering supplies, which is a use error/poor aseptic technique.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.